Manufacturer narrative:
D10: concomitant products: sc-691, sc-691 caprosyn* 4-0 und 75cm c13 x36 (lot#:d2k2198fy). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hernioplasty procedure, at the time of skin closure, the user opened the suture and placed it in the needle holder, and when grasped, it was easily detached from the strand. Another suture was opened, and the same issue happened. Another product from a competitor's was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Nineteen representative devices were available for evaluation. Visual inspection noted that the needle of the suture was noted to be detached upon opening the foil pouch. The retainer was removed from the foil pouch and was then opened. The suture was noted to be degraded and broken into multiple pieces within the retainer. Microscopic inspection of the needle noted normal crimp and swage marks. The needle swage hole was noted to be full of suture material upon further microscopic inspection. The foil pouch was inspected with light assisted microscopy with no breaches other than the opening tear observed. The foil pouch perimeter and post sterility seals were present and intact prior to device removal. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are th oroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.